Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, while the physician was trying to deploy the subject flow diverting stent in the target location the proximal control of the subject stent was lost. The subject stent pusher wire was not able to advance inside the microcatheter and popped out of the microcatheter. The subject stent was partially deployed and not fully expand in the patient anatomy. A snare device was used to extract the partially deployed subject stent from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was found to be deployed. The sdw was found to be kinked/bent. The stent was found to be deformed with frayed edges. The stent introducer sheath was not returned. Functional inspection cannot be performed due to the stent was found to be deployed and damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, there was no resistance encountered removing the system from the dispenser hoop, when removing the system from the dispenser hoop the proximal end of the introducer sheath and the delivery wire held together, continuous flush was set up and maintained throughout the clinical procedure and other devices used in the procedure in conjunction with the subject device were axs infinity long sheath, cat 5 distal access catheter, xt 27 microcatheter, synchro guidewire. The introducer sheath properly inserted all the way into the microcatheter prior to transfer. When the introducer sheath was seated at the hub, the rhv was opened enough to allow passage of the device through without damage, when advancing the stent within the microcatheter, the rhv was opened enough to allow passage of the device through without damage, no excessive force was applied at any point while advancing the stent within the microcatheter. The same microcatheter was used to finish the procedure and there was no allegation against the microcatheter. The stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire. The position of the stent/flow diverter was confirmed under fluoroscopy and the flow diverter did not fully appose the vessel wall when it was deployed, the flow diverter was recaptured/re-sheathed back during the procedure once. The patient¿s anatomy was moderately tortuous. The flow diverter was recaptured/re-sheathed back during the procedure once. When the ¿proximal control got lost¿ it wasn¿t due to resistance being felt as such and the stent delivery wire was not broken, it was while deploying the stent in the intended location. ¿as the proximal 1/3rd of the device was not properly deployed¿ referred to partially deployed at the target site and did not fully expand. The stent and/or stent times did not fully appose against the vessel walls. There was no fish mouthing effect observed during stent deployment, one attempt was made to recapture and reposition the stent. A 5 mm gooseneck snare, from medtronic was used to remove the fragment out of the patient anatomy. The partially deployed flow diverter stent was removed from the patient¿s anatomy. There was no injury encountered during the procedure. The patient was not put on any medication post-procedure due to this event. The anatomical location of the treatment site was the ica, supraclinoid. Access was through femoral. Analysis of the returned device found the stent had been deployed. On inspection the stent was found to be severely deformed and damaged at one end and the braid frayed at the other end which indicates the device encountered a significant manipulation during the procedure. The sdw was also found to be kinked/bent. An assignable cause of procedural factors will be assigned to the as reported ¿stent partial deployment¿, ¿ stent failed/unable to open¿, ¿stent friction¿ and to the as analyses 'stent deployed prematurely during use', 'sdw kinked/bent', and 'stent deformed', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, while the physician was trying to deploy the subject flow diverting stent in the target location the proximal control of the subject stent was lost. The subject stent pusher wire was not able to advance inside the microcatheter and popped out of the microcatheter. The subject stent was partially deployed and not fully expand in the patient anatomy. A snare device was used to extract the partially deployed subject stent from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.